Manufacturer narrative:
DHR review was completed. Part number: 04.117.701s, synthes lot number: l377172, release to warehouse date: 24.apr.2017 expiry date: 01.apr.2027, manufacturing site: (B)(4), lot l377172 was manufactured from blank 60073589 lot l288888. This blank was manufactured from raw material lot 19675. The raw material certificate was reviewed. In the certificates it is reported that the materials fulfils the specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device the returned implants were examined and the complaint condition was able to be confirmed as the locking screw is still jammed in the first distal plate hole. The review of the device history record revealed that both implants were manufactured according to the specifications (04.117.701s in april 2017 ; 04.211.060s in january 2015). The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The va-lcp distale humerusplatte as well as the va locking screw are made of ti al6 nb7. Review of raw material certificate indicates that material is in compliance with the international standards for surgical implants made of titanium alloy. The dimensions could not be verified due to the damage incurred, however, dimensions were checked at the time of manufacturing with no issues documented. No definitive root cause was able to be determined. Multiple factors can lead to technical difficulties during removal of lcp plates with locking screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon, and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during lcp plate removal can be made based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Additional procode hwc. Complainant part has not been returned for manufacturer review/investigation. The device remained in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 implants were used in the surgery for distal humeral fractures. The fractures were fixed at both interior and anterior side of distal humeral plate. On (B)(6) 2017, removal surgery was performed only for the interior side. During the surgery, the following events were reported: the most distal screw could not be removed, therefore the surgeon cut the plate to allow for removal of all parts. The removal surgery was completed with a 60-minute extension. This complaint involves two (2) devices. This report is for a plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.